Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 11/01/2018 resulted in defect found: no chemistry observed on returned test strips. Final root cause - washed strips. No chemistry observed. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for lo display. Caregiver is calling on behalf of the customer. The expected fasting blood glucose test result range is 80-120 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 08/21/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) review meters memory: (B)(6).